Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient presented to the emergency room as they were experiencing syncope. During device interrogation, it was noted that an electrical reset of the device had occurred. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.